Manufacturer narrative:
The permanent cautery spatula instrument has been evaluated by the failure analysis engineer (fae) team. Initial findings were confirmed. A closer look was taken at the mechanical indentation to the yaw pulley, and it appeared to look like something sharp collided with the yaw pulley causing the indentation. The cable crimp was also confirmed to be dislodged. The crimp was inspected and did not appear to have any damage. The crimp hole was also inspected, and it appeared that the path of the crimp was indented likely occurring when the crimp got dislodged. An additional finding was observed in which the monopolar yaw pulley was found to be broken. The yaw pivot pin portion of the monopolar yaw pulley which is molded on was found to be broken off and missing. The broken piece was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) to perform failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have the plastic proximal clevis broken. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.027¿ x 0.122¿. The instrument was found to have mechanical indentation to the yaw pulley. The instrument was found to have the crimp of the yaw cable to be dislodged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, permanent cautery spatula was found to have broken cable. The procedure was completed with no reported injury.